Manufacturer narrative:
The evaluation of the accessory revealed that the break occurred as the handle came under the load (the patient weight was indicated to be 67kg). The safe working load is specified in the current product instruction for use (746-439-ml_11) as 75 kg. Based on the information gathered the claimed lifting strap handle was manufactured before 2015, making the item 8 years old at the time when the issue occurred ((B)(6) 2023). In order to reduce the risk of the patient using the device over its lifetime, the current instruction for use warns: ¿the operational life of the strap and handle is five years when used and maintained in accordance with the manufacturer¿s instructions. After this time the complete unit should be replaced¿. Taking into account all the above it appears that this particular failure might be the result of prolonged use of the adjustable lifting handle. In summary, the handle lifting cover breakage occurred during use with the patient and from that perspective, the item did not meet the manufacturer¿s specification. The complaint was deemed reportable due to the allegation that the cover of the lifting handle broke and the lifting handle became detached from the pole.

Event description:
Arjo became aware of an event involving enterprise 5000x bed and its accessory ent-acc01 - lifting handle. It was indicated that the cover connecting the lifting handle and the strap broke and the handle detached. The patient was in the bed at the time of the event. The facility did not disclose any information regarding the patient's injuries. According to additional information received from an employee of the facility (a biomedical engineer), the patient tried to pull on the handle and before the strap was pulled out, the handle cover broke.